Event description:
There were intention to inject 6 iu novorapid into the patient. The nurse used safety needle asd 5 mm. The nurse did priming (1 iu) and chose the prescribed amount of insulin (6 iu). When injecting the nurse heard the normal ¿click¿. When she had injected 4 iu she felt resistance stopping insulin delivery into the patient. This meant that the patient didn´t get the rest of the dose 2 iu. When the nurse twisted the needle out of the pen, the needle got stuck in the pen. She couldn´t remove the needle in a normal way. There were risk of biological exposure, nsi and patient medication error. Describe patient.

Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.